Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.

Manufacturer narrative:
Die untersuchung wurde gestartet, das ergebnis werden wir in einem final-report mitteilen.

Manufacturer narrative:
It was additionally reported that the ventilator failure occurred when the user opened the specific view via the graphical user interface of the primus in order to look at the information stored in the electronic log file of the device. It was further reported that the primus became irresponsive. The case was continued with manual ventilation. The user tried to restart the primus but reportedly it did not boot. A draeger service technician tested the primus after the reported event and confirmed that the device would not boot completely/ would not respond. It was not possible to access the device with a service computer. Downloading the electronic log file was impossible, either. The technician fixed the issue by disconnecting the pcb mobi (which is part of the graphical user interface assembly) from power and removing the buffer battery onboard this pcb to delete the temporary storage. After that, the technician was able to boot the device and re-configure the user settings which had been lost due to removal of the buffer battery. A test run was performed and the device was operating properly without any further issues. As a precautionary measure. The technician decided to replace the pcb mobi and return it for further in-depth analysis. The pcb was installed on a laboratory primus environment and subject to an endurance test. During the test the pcb was stressed both thermally and mechanically. It was not possible to force any kind of failure. The exact root cause could finally not be determined. Based on the technicians on-site analysis it was concluded that the reported event rather resulted from faulty data stored in the battery buffered storage, e.g. Caused by an external electromagnetic disturbance. After the repair, the device was tested according to draeger specification. No similar incidents have been reported to dräger during the past 3 years. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a vent fail during use. There was no patient injury reported.